Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. . In addition, the following reportable malfunctions were identified during the device evaluation: the image blackout with the error e216, and the light guide bundle was interrupted and weakened slightly at the insertion section. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the reported event was not found, so the cause could not be determined. The error e216 is caused by a component failure of the electronical component, most likely caused by random failure, and the light guide bundle failure was probably due to some kind of excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing the rigid video scope had image becomes blurred, indistinct or noisy occasionally. There was no patient involvement.